Event description:
It was reported that during an unknown procedure, the piece of the blade broke and fell. Procedure completed with same/like device. There was no adverse consequence to the patient

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information is unavailable; device not returned. No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: batch # l9359e. The device was returned with the blade tip broke off and returned. During functional testing on a generator the device gave an alert screen. The device will stop activating, and display an alert screen on the generator when the blade becomes damaged. The device was disassembled and the break was located inside the tube proximal to the tissue pad. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿ or ¿blade error detected¿ followed by a ¿replace instrument¿ screen later in the procedure. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Additional information: blade tip fell into patient and was retrieved.